Event description:
Report received by the end user states that they have experienced a red bumpy area under the tan mass around the stoma and that has connected into red weepy skin. The end user states that they remove the tape, then clean it with hot water and shave the skin and ends with a medicated cream. Skin care was reviewed with the end user. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4)different product applications. The report states that there are no significant trends.